Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they are not able to view alarm reviews from the moment the patient was transferred to another bed. The patient coded during the transfer.

Manufacturer narrative:
The customer stated that the patient was off the unit for a procedure on (B)(6) 2019 and was monitored with the wireless intellivue multi measurement server x2 when the patient coded. The x2 was placed back into companion mode with the bedside monitor. The customer was questioning why they could not see any alarm data under the alarm review. The customer stated that they were unsure as to whether the x2 was within wireless coverage area at the time, so the alarms may not have been transmitted to the central. Customer was not sure what alarms would be uploaded from the x2 (i.e. Waves are not uploaded). The alarm logs from the central station, the alarm review and status/configuration report for the x2 were requested from the customer for the review, however customer did not provide that information and that information is not available for review. In addition, ECG strips were requested for review, however customer did not provide ECG strips for review. Customer sent in clinical audit log from (B)(6) 2019 showing alarms had been turned off. It was confirmed that the reported event occurred on (B)(6) 2019. Customer did not provide the exact time and bed label for the event. It was unknown what medical measures were taken to assist the patient. Customer did not provide status of the patient after the reported event. Philips field service engineer (fse) stated that the customer is not aware of telemetry coverage area in location of patient coding. Fse explained to the customer that if telemetry/ECG data is not in the range of its or if procedural area has lead lined walls, there will be no telemetry/ECG data available. Based on the available information the exact cause for the reported issue could not be established. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.